Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot but did not cause any injury. Patient complained about heat and dentist pulled handpiece out of the mouth right away. The analysis of the handpiece did show that the bearings have been gritty. The backcap of the handpiece sticks in due to a dent in the head putting pressure on the bearings causing the head to heat up. This is usually the result of a drop. During the test the heat up was reproducible. The user instruction informs that a handpiece which is running out of specification must not be used. Reported due to the two year presumption rule.

Event description:
During a standard treatment, a dental electrical handpiece got hot but did not cause any injury. Patient complained about heat and dentist pulled handpiece out of the mouth right away.